Manufacturer narrative:
On (B)(6) 2015, an ocd field engineer (fe) arrived at the customer site and inspected the provue. Fe verified incubator temp #1 23.5, #2 23.6, #1 36.9 and 36.8. Verified pressure/vacuum. For troubleshooting purposes fe replaced syringe, probe, wash block. Fe replaced wash bottle b cap due to cracks. Rebuilt the gripper replacing pins and springs for troubleshooting purposes. Performed all required adjustments. Fe ran waddiagnostics, all test passed, customer ran qc with no problems. Fe followed up with customer who indicated that they are satisfied with the performance of the instrument. The investigation determined that the most likely root cause of this event was instrument related.

Event description:
Customer indicated provue posted false negative results for two different samples during antibody screen testing. According to customer, samples in question were tested on provue on (B)(6) 2015 and antibody screens for both samples were reported as negative. On (B)(6) 2015, a "trainee student" tested the same samples, using manual gel method and received positive antibody screens of 1+ for both samples. This is incident 2 of 2. (B)(4).